Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and inspected. Visual observation reveals the thumb screw was broken and the femoral rod is stuck inside the guide frame, confirming this complaint. It is possible that the screw was excessively tightened during procedure causing it to snap. Other than this possibility, we cannot discern a root cause for this failure. Although age of the device is unknown, it appears to be old and is in worn condition. This failure can be attributed to fair wear and tear. Furthermore, no lot number was supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
The sales representative reported that the customer's soft tissue rigidfix guide and 9' rigidfix rod became stuck together when the surgeon was performing an acl repair. The sales representative reported that when the surgeon was unscrewing the thumbscrew at the end of the procedure the screw broke in his hand. The surgeon completed the procedure with no patient consequences or delay. The sales representative could not provide the lot number or age of the devices.